Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2017. After being able to replicate the reported issue, the representative reported that they reloaded the software for the imaging system to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system displayed "system initializing please wait." When starting up the imaging system. The site elected to continue the procedure without medtronic imaging and navigation. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.